Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, high impedance was seen. During revision procedure on (B)(6) 2018, a pacemaker header issue was discovered, which was suspected to be the source of the high impedance. The pacemaker was removed and replaced and the patient recovered with no problems and was discharged the same day.

Manufacturer narrative:
Analysis was normal. No anomalies were found.